Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2024-00162 3004608878-2024-00164 a facility reported that the mayfield skull clamp (a3059) malfunctioned during surgery causing the patient to slip. No information on patient injury or surgical delay has been provided.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation shows that the returned unit has badly worn starburst teeth that will require the base casting to be replaced. The lock has an up and down movement and is ratcheting in the unlocked position. All worn components will be replaced and general maintenance and cleaning will be performed before returning to the customer. Root cause - the complaint is confirmed via inspection of the unit. The starburst teeth are severely worn. The probable root cause is routine wear and lack or preventive maintenance. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.